Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving a vibratory alert for high impedance. At lead revision, externalized conductors were observed via fluoroscopy. Lead was capped and replaced.